Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  A manufacturing record evaluation was performed for the finished device 30188254m number, and no internal actions related to the complaint was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter, and suffered cardiac tamponade requiring pericardiocentesis. At the end of the procedure after the catheters were removed from the patient¿s body, the patient was asymptomatic; however, cardiac tamponade was confirmed. Pericardiocentesis was performed to remove 100 cc of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is improved. The physician did not know what caused the adverse event. No biosense webster, inc. Product malfunctions were reported. Transseptal puncture was performed with a safesept transseptal needle. Pulmonary vein isolation (pvi) and right atrial cavotricuspid isthmus (cti) line were performed prior to noticed the cardiac tamponade. There was no evidence of steam pop during the ablation. The irrigation was set between 17-30 ml/min. The force visualization features used included graph, dashboard, vector and visitag. The parameter for stability used with visitag module as well as the color option used prospectively was f prime surpoint. The additional filter used with the visitag module was respiration.